Manufacturer narrative:
This product is not marketed in the us.(B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -11.0/1.5/107 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021.on (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. Cause of event was unknown.